Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Through visual inspection, excess silicone was observed inside the syringe. A device history review was performed for the reported lot 2002264, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2002264 and found to be within the required limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this incident occurred as a result of a failure in the sprayer that doses the silicone.

Event description:
It was reported that excess silicone was found on the bd plastipak¿ concentric luer lock syringe tip. The following information was provided by the initial reporter, translated from dutch to english: "the pestle was pressed to distribute the silicone over the pestle, then the silicone was seen in the tip of the syringe." "At (B)(6) 2020 it was found that there is (too) much silicone oil in a new syringe with chargenr. 2002264. The syringe has not been used".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that excess silicone was found on the bd plastipak¿ concentric luer lock syringe tip. The following information was provided by the initial reporter, translated from (B)(6) to english: "the pestle was pressed to distribute the silicone over the pestle, then the silicone was seen in the tip of the syringe." "At 7-10-20 it was found that there is (too) much silicone oil in a new syringe with chargenr. 2002264. The syringe has not been used".